Manufacturer narrative:
Investigation: the batch history analysis was performed and there were no quality reports. Although photo and sample was not provided, bd confirms the foreign material defect. The cause for the defect is related to the process of applying the resin that holds the cannula in the barrel during assembly. The excess resin to occur during preparation of the machine at the start of production, at the station of the resin applicator nozzle, due to some adjustment stop until the line works normal. For correction of the defect a case study for reduction of non-conformities production of needles will be performed, this analysis tool is being applied in the needle assembler machine. Confirmed: bd was able to confirm/ reproduce the incident in question foreign matter. Samples/ photos analysis: neither sample nor picture provided. The cause to this defect is related with resin excess application during the needle assembly process.

Event description:
It was reported with the use of the bd¿ precisionglide¿ needle there was an issue with foreign matter. It was stated ¿the needle had a whitish residue of resistant texture.¿ there was no report of injury or further medical intervention.